Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of her daughter (the patient) and reported elevated blood glucose (bg) levels. The reporter indicated that at lunchtime on (B)(6) 2012, the patient had a bg level of "450 mg/dl" with no ketones or symptoms. The reporter changed the patient's site and noticed blood in the cannula. The patient had reportedly complained of pain with boluses. That same day in the afternoon, the patient's bg's remained in the "300 mg/dl" range. In the evening, the patient's bg level came down to "mid 250 mg/dl" with no symptoms or ketones. The next morning at 7:00 am, the patient's bg level was reportedly "348 mg/dl." The patient had "1.3 ketones" and symptoms of a headache, nausea, and weakness. The patient's insulin, cartridge, and tubing were changed and a correction was given via the pump. At 7:30 am, the patient's ketones were "1.4" and her bg had decreased to "327 mg/dl." By 8:00 am, the patient's bg level had decreased to "294 mg/dl." The reporter denied that she changed the patient's site at the time since it looked good. The patient denied having any more pain. The reporter denied that the patient's infusion set had any leaks, bubbles, or blood. She did not remove the set during troubleshooting since the patient's bg's were responding with a correction bolus. The cartridge did not have any bubbles or leaks. The site did not have any issues according to the reporter. During troubleshooting, the reporter was able to prime with no issues. A review of the tdd revealed that insulin was being delivered as programmed. The prime history was noted as being appropriate. The animas representative involved in this contact noted that there was nothing to indicate an issue with the subject pump or supplies. The reporter felt as though the patient's elevated bg levels could be related to a possible "oncoming illness." Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed an elevated bg with symptoms that can be associated with severe hyperglycemia. However, at this time it is unknown if the pump contributed to the patient's injury considering no issues were found with troubleshooting.

Manufacturer narrative:
(B)(4). Device evaluation: the pump was returned to anm on (B)(4) 2012 and evaluated by product analysis on (B)(4) 2012 with the following findings: an "ezprime" operation was performed with no difficulties noted. Units remaining were correctly calculated and written to the pump history. There were no alarms related to the complaint in the alarm history. Review of the tdd basal delivery showed that the pump was delivering accurately up until the reported event date and correctly reflected the user's active basal program. A review of the pump's history confirmed that the time defaulted to factory settings after a power on/reset on two occasions. The pump was exercised for 29hrs and given a flow accuracy test. The pump was found to be delivering accurately as designed at the conclusion of testing. The pump was powered off for approximately one hour then powered on again. The pump's date and time returned to the factory default setting. The pump was disassembled and observed leaking backup battery at bt1.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.